Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.

Event description:
Patient reported left side "had a staph infection of implant site (skin) of my left breast." Device has been explanted.

Manufacturer narrative:
The event of "infection¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Patient reported left side "had a staph infection of implant site (skin) of my left breast." Device has been explanted.